Event description:
It was reported that the right ventricular (rv) lead had no capture. The rv lead was repositioned and had high impedance and was replaced. It was noted that the patient has twiddler's syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found.